Event description:
It was reported the inner sheath bayonet is easy to break in the process of use, and the hospital is damaged more, and the subsequent operation cannot be carried out normally. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The evaluation of the data provided revealed the following: pictures of the customer provided for a similar complaint (B)(4) show clearly recognizable breakage of the inner shaft. The exact cause of the defect cannot be determined for article (B)(4) (inner sheet, for 27050 sl) because the sheat is not provided to us despite multiple written requests for a cause analysis. It can be seen from the photo sent to us that the proximal end has inner broken parts. Therefore, an evaluation was created with the assumption of a broken connection. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: distal end: · damage to the ceramic beak with visible thermal effects. · cracks in the ceramic, likely due to thermal stress. Rear area of the item: · presence of contamination and corrosion. · material cracks indicating structural weakening. The combination of thermal damage and material cracks indicates that the item was either exposed to excessive thermal stress or improper use/cleaning. The corrosion observed could have been caused by insufficient drying or chemical influences during processing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d4. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).